Manufacturer narrative:
A1: patient identifier: a2: date of birth: a4: weight: d6a: implanted date: d6b: explanted date: e1: contact name: e1: telephone number: e3: occupation: unknown healthcare professional. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that a kink was found when the package was opened. They replaced the angio-seal device with a product of the same model and the operation was completed.